Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that there were air bubbles in the customer's reservoir. The patient's blood glucose at the time of incident was 250 mg/dl. During troubleshooting the customer confirmed that the insulin was not stored at room temperature. The reservoir will be returned for analysis.